Event description:
While attempting to insert a knotless suture anchor, the tip broke into two pieces. All pieces were removed and there was no patient harm. The md completed the surgery using a different anchor device from the same company successfully.